Event description:
A call center ticket was logged with the following text "found inop show ¿pacer equip malfunction¿ ¿ pacing failure". No patient involvement was reported.

Manufacturer narrative:
The UDI # is (B)(4).